Event description:
Customer reported the insulin pump has been malfunctioning because her blood glucose has been high. Customer stated that the past couple of days the device has alarmed motor error. Customer's blood glucose was over 300 mg/dl. Symptoms were frequent thirst and urination. Customer treated with the device and manual injections. Customer was bolusing when device alarmed button error. Customer's most recent blood glucose was 318 mg/dl. Customer was unable to clear the button error alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No button error alarm or motor error alarm noted. The device had intermittent button response due to corroded keypad traces. The device also had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and a stained end cap sticker. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.